Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "a case of damage to the patient implants completely ruptured". Healthcare professional later reported "silicone leak." And "silicone leakage and capsular contracture baker grade iii." Healthcare professional later reported "findings of intracapsular seroma, cannot exclude implant rupture"- seroma. Un-reporting gel bleed. This is for the left side device. The device has been explanted and replaced.

Event description:
Healthcare professional reported "a case of damage to the patient implants completely ruptured". Healthcare professional later reported "silicone leak." And "silicone leakage and capsular contracture baker grade iii." This is for the left side device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured, "silicone leak", capsular contracture baker grade iii. Cont e1 phone number (B)(6).

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ gel bleed: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "a case of damage to the patient implants completely ruptured". Healthcare professional later reported "silicone leak." And "silicone leakage and capsular contracture baker grade iii." This is for the left side device. The device has been explanted and replaced.

Event description:
Healthcare professional reported "a case of damage to the patient implants completely ruptured". Healthcare professional later reported "silicone leak." And "silicone leakage and capsular contracture baker grade iii." This is for the left side device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Gel bleed: not observed since the shell barrier can be observed through microscopic inspection. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.